Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse by another provider (not further specified). After the radiesse treatment, the patient experienced what appeared to be (as reported) a vascular occlusion. Corrective treatment included 300 units of hylenex (hyaluronidase), 2ml of sts, antivirals, antibiotics, aspirin, warm packs and hyperbaric oxygen, administered by the reporter. Causality, lot and outcome were not reported.